Event description:
It was reported that the customer tried four devices would open and then the arms would not retract. They had to pull the port out and remove pieces through the trocar site.

Manufacturer narrative:
Instrument a, c and d: bullet. Evaluation summary: the pouch device (a) was received sterile in good visual condition. During analysis the device was fully deployed. The bag was deployed and unrolled. While trying to close the bag, the thumb ring could not be pulled back. The device was disassembled and the bullet was noted the be damaged. Not allowing the push/pull rod to retreat to close the bag. The analysis results for the pouch instrument (b) found that it was returned sterile, in good physical condition and with the arms contained with the insertion tube. The instrument was functionality tested and performed as intended. The pouch device (c) was received sterile, in good visual condition. During analysis the device was fully deployed. The bag was deployed and unrolled. While trying to close the bag, the thumb ring could not be pulled back. The device was disassembled and the bullet was noted to be damaged, not allowing the push/pull rod to retract to close the bag. The pouch device (d) was received sterile, in good visual condition. During analysis the device was fully deployed. The bag was deployed and unrolled. While trying to close the bag, the thumb ring could not be pulled back. The device was disassembled and the bullet was noted to be damaged . Not allowing the push/pull rod to retract to close the bag. The analysis results for the pouch instrument (e) found that it was returned sterile, in good physical condition and with the arms contained within the insertion tube. The instrument was functionality tested and performed as intended. The analysis results for the pouch instrument (f) found that it was returned sterile, in good physical condition and with the arms contained within the insertion tube. The instrument was functionality test and performed as intended. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted.